Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the customer was wearing the transmitter on the "upper left arm", and was not placed near the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.